Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number k011028, k013227. H6: additional h6- patient codes: 4755: swelling/edema, 1880- headache.

Event description:
It was reported that implant #14 was placed to site of missing tooth on (B)(6) 2025 with prp. Patient seen on (B)(6) 2025 (saturday) as emergency for pain, swelling, headache and inflammation. She did not have a fever. We changed her antibiotic from amoxicillin 500mg to augmentin 875mg and started medrol steroid pack. Post op on (B)(6) 2025, still having pain and sensitivity. Suspect possible metal allergy. On (B)(6) 2025, per patient's request, the implant was removed, the site debrided and bone grafted with prp. Patient is going to have metal allergy testing before replacing implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) (B)(6), (impl tapered scr-v sbm 4. 7mm 4.5mm 8mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone / tissue attached to external threads. However, no damage / malfunction to the implant was identified that would cause or contribute to the reported event. Markings are likely due to the removal process. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1289878. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1289878 for similar events and one (1) other complaint was identified (B)(4). The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rmf rm-00541-haz rev. 5, the most likely root cause determined from the investigation is external factors (i.e. Patient conditions.) Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.